Manufacturer narrative:
The patient presented back to the clinic approximately one week later. A different programmer was used for this telemetry session. There were some issues with initial interrogation, but it eventually resolved. The smart pass feature was enabled. The patient plans to continue daily patient initiated interrogations through remote home monitoring. No further episodes have occurred. The field representative has not been able to obtain copies of the x-rays. Boston scientific engineers evaluated data logs from this event, performed lab experiments, and provided a summary of their conclusion indicating the suspected root cause was telemetry noise being incorrectly interpreted by the device as an induction command, including passing a data integrity check. It was noted that the patient may be referred to another facility for an epicardial ablation procedure. However there has been no information provided indicating if this occurred or if it has been scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from his device during the early morning hours, while sleeping. The patient was later seen in the clinic for an evaluation. The device was programmed to secondary sensing vector and it was believed that the smart pass filter had been programmed on, but deactivated due to the patient¿s frequent premature ventricular contractions (pvcs). During the in-clinic evaluation, noise was observed when performing isometrics, pocket manipulation, and electrode manipulation; as well as changing the sensing vector to primary. An automatic setup was then performed and primary vector was chosen. During the active telemetry session (with the telemetry wand and programmer placed about 5 feet away from the device while the clinician was talking with the patient), an unexpected induction occurred and the patient thought he received a shock. What the patient actually felt was the 50 hz burst of induction. Thinking the patient received another inappropriate shock, the clinician turned off the s-ICD. The clinician then noticed the patient was in a wide ventricular tachycardia (which was induced by the unexpected induction) and became syncopal. The clinician turned the device back on and while the patient was leaning over, he received a shock which did terminate the rhythm. As a result of the shock, the patient¿s leg reflexed causing him to hit himself in the face, which resulted in a bruise. Per clinic protocol, the patient was sent directly to the emergency room for evaluation. The patient was released to go home and has been monitored through the remote monitoring system. The clinician commented that she was unable to view episodes that occurred during an active telemetry session, but the sd card contained information that was later able to be read.

Manufacturer narrative:
Additional information was received that the patient posted on social media that in (B)(6) 2016, he received 6 more shocks from the s-ICD. The patient described the shocks as intense pain. No additional information was provided.

Manufacturer narrative:
Boston scientific received a legal document from an attorney representing the patient. The document described subsequent events the patient experienced following the initial inappropriate shock from (B)(6)2016 and the in-clinic events later that day. The document indicated the patient received another shock on (B)(6)2016 and then another 6 shocks on (B)(6). From there after, it was reported that the patient had been suffering from severe aggravation of post-traumatic stress disorder and anxiety, in part due to the unexpected shocks he received from his s-ICD. The document then described another event that occurred on (B)(6)2017. On this day, the patient suffered ventricular tachycardia (vt) episodes; and while in the hospital the patient flat-lined for approximately five minutes in cardiac arrest. It was noted the s-ICD did not provide shock therapy at that time. On that same day, the patient was implanted with a pacemaker and the s-ICD was deactivated. The s-ICD was later removed on (B)(6)2017. The patient is asserting legal claims due to experiencing severe pain and suffering, emotional distress, medical expenses, lost wages, and a surgery to remove the s-ICD and electrode.